Manufacturer narrative:
Were not provided by reporter. There was no lot number provided for the product. Without lot number it is not possible to determine the expiration date or manufacture date. 3m received facility medwatch report (B)(4) from the FDA and contacted the reporter to obtain additional information. Customer reported they have not had any other reports of children removing the curos cap from the needleless connector. Packaging instructions for use contain the following caution statement: caution: potential choking hazard.

Event description:
Risk manager reported the mother of an (B)(6) old toddler alleged her son removed cff10-250 curos disinfecting caps from his fluid line and put one in his mouth. The mother alleged her son was choking on one of the green caps and she removed it. Risk manager reported the toddler was evaluated following the reported event and his lungs were clear, o2 saturation was 100% and he had easy work of breathing.